Event description:
It was reported that an aspiration issue and a volume discrepancy occurred on 2014-07-01. The expected reservoir volume (erv) was 8.3ml, but the healthcare provider (hcp) was only able to aspirate 2ml of ¿foam¿. The needle was reinserted twice and the hcp felt confident that he was in the pump. During the refill, the hcp was able to aspirate saline without difficulty. The hcp chose to then fill the pump with saline and ordered a dye study. Results of this study were not reported. The hcp believed that the patient may have had a partial pocket fill prior to the volume discrepancy. The hcp who did the previous refill had trouble locating the fill port and had a shallow needle angle into the pump. However, the patient had no symptoms associated with a pocket fill; no patient symptoms or complications were associated with this event. At a refill during the week of this report, the volume discrepancy was under 0.5ml. At the time of this report, the patient was doing well and was receiving effective therapy. The device system was used to deliver morphine 10mg/ml. Additional troubleshooting and interventions performed were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).